Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted (B)(6) 2009, following the explantation of another of the same device due to pain. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient followed up with pain and discomfort, as well as some urinary leakage. This mesh was removed sometime in 2012. The patient was last seen post-operatively in 2012 and was reportedly feeling better. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.